Event description:
Event: (cc# 98-01015) the iab leaked. This was the only information at the time of the report. On 1/21/99, datascope was notified that the iab was discarded and would not be returned for evaluation. [Event complications]: unknown - reported 8/14/98. [Patient's current status]: unk - rpt'd 8/14/98.